Manufacturer narrative:
Correction: d9, h3 - device evaluated by mfg.? Device has been returned, and preliminary evaluation has been performed. However, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the wire guide included in the arterial pressure monitoring tray unraveled during arterial line placement. During the placement of a 2.5 x 5 arterial line, an issue was noticed with the guidewire. While advancing the wire into the vessel, it appeared to unravel and become thin and hair-like in appearance, suggesting it may have cracked and frayed. It was reported in additional information, "that when the wire was attempted to be passed through the needle into the vessel, it "sprung open" and the wire was removed back through the needle." As a result, a new kit was subsequently opened, and the arterial line was successfully placed in the second attempt. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), drawings, specifications, and quality control procedures, as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. One used device was returned. The wire guide that was returned has an outer coil wrapped around; the device unraveled. The welds of the device are present. There is discoloration along the device that is likely bio matter. The wire guide starts to unravel approximately 18 cm from stiff end of the wire guide. Cook was not able to find evidence suggesting the product was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and the related subassembly lot did not reveal any relevant quality control discrepancies. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. This tray set is supplied with an instructions for use (IFU) pamphlet, c_t_pms2_rev1. The wire guide holder is supplied with an l_scor label attached indicating not to withdraw or manipulate the wire guide through the needle. Instructions for use: 1. Palpate the artery gently with the non-dominate hand proximal to the insertion site. 2. Introduce the thin wall percutaneous entry needle into the vessel, at 30¿45-degree angle to the skin, directly over the point at which the pulse is palpated. When you see a flash of blood return, advance the needle further into the vessel. 3. Pass the straight or straightened wire guide (using j-tip straightener) slowly through the needle and advance the wire guide 5-10 cm into the vessel. If a straight wire guide is provided, always advance the flexible end through the hub and into the vessel. Note: if you encounter resistance while inserting the wire guide, do not force the wire guide. Caution: avoid withdrawing the wire guide through the needle; breakage of the wire guide may result. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, cook concludes this event to be component failure unrelated to manufacturing deficiencies. It is not known if the wire guide was manipulated or withdrawn through the needle before the unraveling occurred. If the wire guide was manipulated or withdrawn through the needle, then this could have led to this event. If too much force was placed on the delicate device, then this could also lead to this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: a2 - age at time of event, a2 - age units (patient), a3a, e4, h10. Correction: d9 - device available for evaluation, h3 - device evaluated by mfg? H3 - device evaluated by mfg?: the device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3: device evaluated by mfg?: device evaluation anticipated but not yet begun; awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide included in the arterial pressure monitoring tray unraveled during arterial line placement. During the placement of a 2.5 x 5 arterial line, an issue was noticed with the guidewire. While advancing the wire into the vessel, it appeared to unravel and become thin and hair-like in appearance, suggesting it may have cracked and frayed. As a result, a new kit was subsequently opened, and the arterial line was successfully placed in the second attempt. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
It was reported in additional information received (B)(6) 2025 "that when the wire was attempted to be passed through the needle into the vessel, it "sprung open" and the wire was removed back through the needle."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.